Event description:
It was reported that (2) devices were used during a hemicolectomy. It was reported by the affiliate that the first tct75 staples formed, but the blade did not cut. The second instrument would not fire. There was no consequence to the pt.